Manufacturer narrative:
The lead was discarded by the hospital and is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted to be implanted. It was positioned successfully in the lower septum, but the pacing threshold measurement was high at 3.0v. The helix was retracted without issue and the lead was repositioned in the rv apex. However, the helix would not extend even with 30 turns. Measurements on the pacing system analyzer (psa) showed normal r-wave values, but the pacing impedance was high, out-of-range at 2,600 ohms and no pacing was observed at high outputs. The lead was removed from the patient and even when placed straight, the helix would not extend. A conductor fracture was suspected. Another lead of the same model was implanted successfully. No adverse patient effects were reported.